Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 160521 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 160521 and test base part number 195-430h / lot 150417. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 160521 showed that the complaint rate is (B)(4) and (B)(4) respectively. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting results with the binax now performed on (B)(6) 2021. The customer performed the binax now test on (B)(6) 2021 with negative results. Repeat testing was performed on (B)(6) 2021 with positive result. No additional patient information, including treatment and outcome, was provided.